Event description:
Customer reported via phone call, she wanted to report she was experiencing high blood glucose of 489 mg/dl. Customer just wanted to report the event and stated she had already spoken to her doctor who changed her basal rates. Customer declined troubleshooting. The device is not being returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.